Event description:
Boston scientific neurovascular became aware that during a procedure of a 2 mm wide neck anterior communiting artery aneurysm, a balloon was placed across the aneurysm neck and a microcatheter was placed within the aneurysm sack. Delivered a gdc 10-ultra soft stretch resistant coil (MFR. Report # 6000078-2005-00229) while the balloon was inflated and multiple angiographic controls during 13 minutes showed stability of the coil within the aneurysm sac. Detachment of the coil with subsequent shape modification; coil protruded into the left anterior communicating artery. Used the subject device in order to remove the coil. Attempted to remove the subject device with the coil but with no result; the in-time retrieval device became stuck in the artery. The in-time retrieval device 'ruptured' at the basket junction. Pt received reopro 0,125ug/ml/h(12h) =+- 7-8 mgs/12h, and aspirin 1 gram. Thirty minutes later the aneurysm bled without any additional procedure.